Event description:
Allegedly, the doctor was performing a bronchoscopy procedure and a piece of insulation came off and fell into the patient; the doctor immediately removed it. The procedure was completed and there was no impact to the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. We are following up with the customer to have the instrument returned.